Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) attended in-clinic follow-up after not attending for 3 years. Treated and untreated episodes were observed due to oversensing of artifacts. Troubleshooting was performed and artifacts were not reproducible. The secondary vector was assessed and it showed adequate, therefore, the device was programmed to this vector. The s-ICD remains in service. No additional adverse patient effects were reported.